Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old patient needing mechanical circulatory support. It was reported that a. Hematuria was observed so an echo was performed and the device was measuring 6cm. The device was pulled back but inadvertently was pulled completely out of the ventricle. The patient was then taken to the cath lab where the impella was removed.